Event description:
(B)(6) 2012 consumer states that when they finished brushing their teeth, they placed the toothbrush on the charger. Consumer claims that they heard a 'weird noise' and looked down and saw smoke and fire appear out of the unit

Manufacturer narrative:
(B)(6) 2012 consumer stated that they family purchased four units in november 2011, but they are now afraid to use them. Units were requested to be returned for evaluation, a return shipping label was sent to user. (B)(6) 2012, consumer stated that they were unable to contact their family members to get the units. Requested for her unit be sent, a second return shipping label was sent to consumer. (B)(6) 2012, waiting for unit to be returned for evaluation. Will file a follow up report.